Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was in the hospital with dehydration and high blood glucose levels. The customer's most recent blood glucose reading was 148 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. It was also stated that the customer has scar tissue. Nothing further was reported.